Manufacturer narrative:
A staff member attempted to open the wheelchair. She apparently placed her fingers around the seat tubes as she was pushing down on the seat to open it. Her finger was caught and a finger laceration and fracture resulted. The break was set and suturing was done. She returned to work on restricted duties. It is reported that she is doing well. The facility did not release the sample for evaluation. A field rework was initiated in march 2008. This notification was sent on 3/27/08 and delivery confirmation was received. Apparently the account did not follow through with the instructions provided with the field corrective action. Replacements have been sent to the account. As a result, no further corrective action is indicated.

Event description:
A staff member was opening the chair and placed her fingers around the seat tube. Her finger was caught and a fracture resulted.